Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report that low blood glucose levels and that the sensor cannula was bent. The customer's blood glucose level was 45 mg/dl. The customer treated with fritos and pepsi. The customer's sensor was replaced and retuned, however the insulin pump was not replaced or retuned.